Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis a visual inspection of the returned cycler exterior showed no sign of physical damage. There were no visual indications of dried fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained blank. The cycler gave appropriate tones when the stop and ok buttons were pressed. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2351 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good front panel assembly was installed and the display became operational. Removed functioning front panel assembly at the completion of the investigation. The inspection also showed that there were visual indications of dried fluid on the baseplate adjacent to the front panel assembly. The cause of the encountered dried fluid could not be determined. The pre-ast 15 min 1000 ml simulated treatment was performed and completed without failures. The mushroom head check passed.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A registered nurse (rn) reported not being able to turn on the liberty select cycler. The nurse stated that patient was in 1 dwell when cycler turned off and would not come back on. There was not a power outage. There was not an outlet issue. Power cord was securely plugged in.there was not a sound when ok/stop buttons were pressed. Switched cycler on and there were no lights on the stop, ok and up/down keys. The fresenius technical support representative advised a replacement cycler would be issued, and to discontinue using their current unit. There was patient involvement however there was no harm or adverse event reported. A phone call and a written attempt have been made to gather additional information, but no data was provided. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.